Event description:
Reported blood glucose results of "163 mg/dl and 103 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to test the product.